Event description:
It was reported that a patient experienced post-operative bleeding after undergoing a lower anterior resection where gore seamguard bioabsorbable staple line reinforcement was used. During the procedure the anastomosis was observed to be intact with no evidence of leakage or bleeding, however, the patient developed a slow bleed later that evening. The following morning, the patient passed out in the bathroom and lost an excessive amount of blood from the rectum. The patient is reported to have received a transfusion of 6 units of blood as a result. The physician communicated that he does not blame the device for the reported bleeding, but does not know the cause of the event.

Manufacturer narrative:
Follow up communication with the physician's office confirmed that the patient has since been discharged and is reportedly recovering with no complications.